Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa. The device had been manually reprocessed. The facility changed the manual reprocess to the reprocess with olympus automated endoscope reprocessor oer-aw using peracetic acid, the no microbe was detected. Therefore the facility did not return the subject device to olympus thailand and continued to use the subject device. There was no report of infection associated with this report.